Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "textured" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and anxiety-product/procedure was received on (B)(6) 2022, with lot number 2906261. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed on the shell. White encapsulation observed in the surface of the shell. Creases observed on the shell. No further actions are required as the device was implanted.

Event description:
The device has been explanted.